Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that prior to impella placement a rota was performed without passing the wire. The patient was shocked during rota and impella was implanted independently. The following day pseudoaneurysm was noted at the access site. As a result, an embolization was performed in the angio chamber. Per the radiologist, the insertion procedure and heparin contributed to the bleeding.